Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and was prescribed oral antibiotics (date not reported). The implanted device remains.